Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was noted that the pump was extremely hot to touch even after the batter was removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: during investigation, the black box verified that the voltages were steady with no sudden drops prior to the reporter temperature issue on (B)(6) 2018. The pump was successfully run on a 24 hr basal program with no reboot, power loss or overheating duplicated. The overheating issue and the power loss issue were not duplicate during investigation. The pump¿s electrical current draws were within specification. The pump was opened and there was no evidence of moisture in the battery compartment or internally. The power flex and components were inspected with no defects found. There was no damage observed to the power circuit. The battery was not returned with the pump.